Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the trocar circular seal. It was reported that a component disengaged from the device into the surgical cavity, there was damage to a seal in the device, and the seal disengaged from the port. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the cut and partially disengaged circular seal may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic duodenal switch, the device's seal got damage and disengaged into the patient cavity. The pieces of seal were laparoscopically removed with a grasper to resolve the issue. There was no patient injury.